Event description:
Pt presented with an episode of atypical right sided chest pain and a slow heart rate. Failure of the ventricular lead was found. Pacemaker was reprogrammed to unipolar mode. The ventricular then was surgically explanted and replaced. Incidentally the pulse generator was depleted and was replaced.